Event description:
During beginning portion of laparoscopy, upon insertion of trocar, sudden forceful bleeding noted. Pt required open procedure to control bleeding and repair iliac vein and artery perforation.